Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found fluid ingression on the downstream occlusion (dso) sensor. The customer's problem was replicated. The cause of the problem was the contaminated dso sensor, and it was replaced to fix the issue.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette not attached, and the pump got wet. There was no patient involvement, and no patient harm/adverse event reported.